Event description:
Boston scientific received information that during a routine follow-up approximately two months after implant, it was noted that this cardiac resynchronization therapy defibrillator (crt-d) showed a remaining longevity of four years. The device had been implanted without a left ventricular lead and was in a minimal pacing mode. It was pacing less than 1% of the time. With so little usage, it seemed unusual that the longevity should be short. It was also noted that there were frequent telemetry issues. Boston scientific technical services (ts) was contacted to review a save to disk from the device. According to the data disk, the device was using 200% more power than usual. Moreover, no pacing had been delivered, and there had been only one shock since implant. The data disk was forwarded for engineering review. Engineering analysis concluded that the device had an unusually high power consumption that began in (B)(6) 2012. The average power level jumped from a normal 16uw value to a steady 55uw value while in storage mode. At the time of the save to disk, the average power was steady at 117uw, which is much higher than the expected 35uw. Even though the power appeared to be stable and the battery status indicators were functioning correctly, it appears that the device is malfunctioning, and the engineer recommended to have the device explanted, replaced, and returned to boston scientific for analysis.

Manufacturer narrative:
Additional information was received that a surgical procedure was performed and this device was explanted. A new device was successfully implanted. This device is expected to be returned to boston scientific for analysis. An updated report will be filed upon completion of analysis.

Manufacturer narrative:
Additional information is expected regarding this issue. An updated report will be filed upon receipt of further information.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this crt-d was thoroughly inspected and analyzed. Visual inspection identified no anomalies. Radio frequency (rf) telemetry was successfully established with the device. The device was put through a series of automated diagnostic testing that verifies the performance of defibrillation, pacing, sensing and recording functions of the device. The device passed all testing except for the battery usage test which failed due to a high current. The device case was opened. The battery was removed and replaced with an external power source for additional testing. A high current condition was confirmed. Additional detailed testing of the internal components was completed. During photo emission testing, an emission spot was identified on the mixed mode integrated circuit (mmic). This emission spot was determined to be an anomaly on one of the component layers (gate oxide) within the device's integrated circuit. This anomaly caused a high current drain, which over time resulted in premature battery depletion.